Event description:
The pt is implanted with two scs leads from the same lot number. It was reported the pt experiences changes in his stimulation amplitude when he changes positions. The pt also stated sometimes the stimulation radiates into his legs. The pt only uses his scs system sparingly because of the issue. The pt is pending a f/u with his physician and a sjm rep to discuss a revision of his scs lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.